Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) reporting that they met with the patient on (B)(6) 2017. It was reported that the cause of the patient's charging difficulties and inability to achieve coupling bars is due to the patient's battery location being low in their buttocks and slipping around in their pocket as their tissue has lots of movement. It was reported that the patient was taught how to use the locator feature to help them resolve this issue. It was stated that this had helped them recharge and they stated that the patient wasn't having issues with recharging anymore. It reported that the provided information has been confirmed with the physician and the patient as well. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-feb-07 reporting that there were no actions planned at this time. The issues had not been resolved. The patient just had loose tissue given their age and battery location. The patient was learning how to charge while lying down. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. It was reported that the patient was having trouble recharging. The patient stated that they could not get any of their coupling boxes filled in. The rep attempted to address the issue over the phone with the patient, but was not successful. The rep noted that the patient¿s implantable neurostimulator (ins) has some charge, and is not overdischarged at this time. The rep will be meeting with the patient on (B)(6) 2017 to further address the issue. No contributing factors were reported by the patient. It was mentioned that basic troubleshooting was previously done by moving the recharger antenna to see if coupling could be achieved, but this did not work. The issue was not resolved at the time of the reported. No further complications or patient symptoms were reported or anticipated at this time. The patient was implanted for failed back surgery syndrome and spinal pain.